Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the bolus duration was six minutes lockout: 1hour 30 min dri- 16x 24 hours bolus 16. The patient stated that since implant of the pump, the handset was lagging at 90%. The company representative (rep)deleted that data, and it was lagging again. Furthermore, they very frustrated. The agent reviewed the data and walked the patient through deleting the data. The patient was able to request/receive bolus with no lag at 90%. The patient will call back if she needs further assistance.